Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump alerts/alarms were not audible. Customer's blood glucose was 74-214 mg/dl. Pump system check was performed with the customer and no issues with the pump sound was identified. Customer reported that the issue occurred intermittently. Customer continued to use pump for insulin therapy.